Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection. Additional information received from the field representative indicated that the patient developed a small dehiscence with two small open wounds with drainage and what appeared to be adhesions at the subclavian level. During laser extraction, the insulation peeled away and made extraction very difficult. As per field representative, the conductor could have been exposed or partially exposed. This ra lead was surgically abandoned. No additional adverse patient effects were reported.